Manufacturer narrative:
(B)(4) - fingerpad comes off. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. During the procedure, the surgeon placed the two inserters and when he pulled the spring clip, the thumb pad fell off, the spring release fell out, and the mesh became dislodged. The device was removed and a second device was used to successfully complete the case with no adverse pt consequences.